Event description:
It was reported that a spectrum pump had an unspecified alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error. Baxter tested the device and observed the pump to deliver at an inaccuracy of up to 28%. The device investigation found abnormal wear on the finger pressure plates that shows the finger pressure plates were rubbing on the pressure plate holders. This causes the pressure plates to intermittently get stuck under the pressure plate holders which caused the pump to under infuse. The door and all the door components were replaced. The event description has been corrected. (B)(4).

Event description:
During baxter's evaluation it was observed that a spectrum pump under delivered by greater than 10% accuracy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.